Event description:
It was reported by service report that the pt head end right side rail would not rise. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - siderail glide rods. Issue was resolved for the customer by the service tech lubricating the glide rods.